Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at display window corner, minor scratches on the display window, and scratches on the reservoir tube window.

Event description:
It was reported that the insulin pump had a button error alarm. Customer's blood glucose reading at the time of the call was 153 mg/dl. No further info reported.